Event description:
A non-health care professional reported that following an intraocular lens (iol) implant procedure, the patient experienced with blurred vision. The lens was exchanged for another lens model following the initial procedure. Clinical reason for explant was mentioned as iol malfunction. Additional information has been requested.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).